Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to an infection. Blood cultures were (B)(6), necessitating antibiotic treatment. It was noted that the ICD system had been implanted subsequent to extensive cardiac surgery, and a right chest wall tunneled dialysis catheter was placed for hemodialysis. The patient then experienced fever and chills, with right chest wall pain at the site of the dialysis line. When the line was removed, the culture of the tip tested (B)(6). It was also reported a chest x-ray revealed a moderate left-sided pleural effusion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.